Event description:
An outside law firm reported that a patient experienced issues with a left knee prosthesis. According to the operative report, a patient with a history of bilateral knee degenerative joint disease and prior total knee arthroplasties presented with ongoing musculoskeletal complaints. The patient underwent a left total knee arthroplasty (tka) on (B)(6) 2021 without intraoperative complications. Subsequently, after a motor vehicle accident in (B)(6) 2022, the patient reported neck, back, hip, and left knee pain. Imaging at that time demonstrated a left total knee prosthesis in place with normal alignment and no evidence of loosening or instability. According to the medical records, following the accident, the patient reported persistent left lower extremity pain with radiation in an s1 distribution, numbness, and ongoing discomfort. An orthopedic evaluation dated (B)(6) 2022, documented pain and discomfort involving the left leg in the s1 distribution. Physical examination demonstrated a positive straight leg raise on the left at 45 degrees with decreased sensation over the lateral three toes. At this time, the patient has not been scheduled to undergo a revision procedure. The event is filed under ais reference (B)(4).